Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynx control vascular closure device (vcd) did not get released from the handle during deployment in the right groin. The device was withdrawn, and manual pressure was applied for 30 minutes to prevent further bleeding. There was a reported patient injury of small hematoma in the right groin that was caused because of the failed deployment. The patient was on a blood thinner. The vendor was notified by the clinical site. The device will be returned for evaluation.